Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon performed a revision surgery on the pt due to a wear on the insert. The surgeon noticed the cracked baseplate (posterior area) and fragment of a metal on the insert. However, the surgeon did not revise the baseplate and he continued to use the baseplate on the pt. "